Event description:
According to the reporter: the locking mechanism located at the foam on the device, was broken when the package was first opened. A new instrument was used to complete the procedure. No pt injury was reported.